Event description:
The customer initially called to report that she had not been trained on the sensor yet. The customer then stated, that she had been experiencing high blood glucose levels, which she was hospitalized for. The customer wanted to get started on the sensor right away. Advised the customer to fill out the proper documents to have a different trainer assist her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.